Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The consumer states the unit is drifting down when the consumer is in it. He doesn't have a serial number, but states he has had the lift for about 9 months. He made an adjustment on the pump and it worked for another 2 months. Now it is drifting again. No further information was provided.